Manufacturer narrative:
Additional patient identifier: (B)(4). This report is for one (1) unknown tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient went to operating room for disarticulation of the knee joint on (B)(6) 2019. During a revision, the patient has one (1) tibial nail and five (5) locking screws in the extremity that was removed due to severe osteomyelitis, nonunion, infection/inflammation and delayed healing. Surgeon stated that issues are unrelated to implants. All implants were intact. Procedure was successfully completed with no surgical delay. Patient is stable. This report is for one (1) unknown tibial nail. This is report 1 of 2 for complaint (B)(4).